Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-72754

Event description:
A facility reported diffuse lamellar keratitis in both eyes six days post lasik. An oral steroid pack was prescribed and topical steroid drop dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Diffuse lamellar keratitis (dlk) is not related to the device. Contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).